Manufacturer narrative:
Citation: barral, p., saeed-kilani, m., tradi, f., dabadie, a., izaaryene, j., soussan, j., . . . Vidal, v. (2017). Transcatheter arterial embolization with ethylene vinyl alcohol copolymer (onyx) for the treatment of hemorrhage due to uterine arteriovenous malformations. Diagnostic and interventional imaging, 98(5), 415-421. Doi:10.1016/j.diii.2016.09.003. The purpose of this study was to evaluate the effectiveness of onyx as a single embolic agent in the percutaneous arterial treatment of hemorrhage due to uterine avms. This retrospective single-center study was conducted from july 2010 to june 2014 on 12 women with uterine avms treated using onyx as the single embolization agent. Twelve women with metrorrhagia due to uterine avms were treated by percutaneous arterial embolization with the onyx were retrospectively reviewed. The rate of technical and clinical success was 92% (11/12 patients). The authors conclude that women with metrorrhagia due to avm, arterial embolization with onyx is effective and safe. The device will not be returned for evaluation as it this event was reported though a literature review. However, based on the reported information, review of the IFU, and review of the literature to investigate this event, the most likely cause of the early venous drainage and early repeat hemorrhage is due procedure and the patient condition of the high-flow uterine avm. Additional information has been requested, including device and patient information. Should it become available, a supplemental report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information through literature review that this patient experienced both clinical and technical failure after the onyx embolization procedure. This patient experienced early repeat hemorrhage and underwent and additional embolization procedure and hysterectomy. The patient had 2 successful pregnancies, with a cesarean section performed for the second birth. Eighteen months after the c-section, the patient experienced abundant bleeding and was diagnosed with a high-flow uterine arteriovenous malformation (avm). The decision was made to treat the avm with onyx les. Embolization was completed, however the patient experienced technical failure defined as continuing early venous drainage and incomplete filling of the nidus. Due to an early repeat hemorrhage, the patient underwent a second embolization session and further hysterectomy.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.